Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
When attempting to select series cta in patient folder on rosa robot br18068, "impossible to load patient folder" message came up on screen and resulted in shutdown. This occurred twice. Cst viewed rosanna logs and saw insufficient memory message. Cst removed extra MRI series that were unnecessary for procedure, and was able to continue. No clincial consequences were reported other than a 10-minute delay.

Manufacturer narrative:
It was reported that "impossible to load patient folder" message came up on screen and resulted in shutdown twice. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs determined that 3 crashes occurred. The surgeon tried to load and merge 508 slices with a resolution of 536x524 pixels. A review of the IFU applicable for rosa brain was performed and indicates that the acquisition protocol provides the information regarding the resolution and the number of slices which can be used. As the surgeon did not follow IFU recommendations, the root cause identified is user error. UDI# (B)(4).

Event description:
When attempting to select series cta in patient folder on rosa robot br18068, "impossible to load patient folder" message came up on screen and resulted in shutdown. This occurred twice. The field service engineer (fse) viewed rosanna logs and saw insufficient memory message. The fse removed extra MRI series that were unnecessary for procedure, and was able to continue.